Event description:
Customer called to report that the total protein modular chemistry (tpm) cup of the unicel dxc 800 synchron system overflowed. Customer was wearing personal protective equipment (ppe) consisting of a laboratory coat and gloves. Customer did not come in contact with the fluid, and medical attention was not sought. There was no report of exposure to mucous membranes or open wounds, and no one was splashed or sprayed. There was no death, injury or change to patient treatment attributed to or associated with this complaint. There was no impact to patient samples or results. The customer technical specialist (cts) advised customer to conduct the bci (beckman coulter, inc.) Recommended maintenance procedure to clean the cup. The cts then guided customer through proper maintenance procedures. Customer then primed the tpm cup, after which there was no evidence of an overflow. The cts followed up with customer, who stated that the instrument calibrated properly and that the quality control results were within range. The issue was resolved by customer after following the recommended procedure for instrument maintenance; therefore, a service request was not generated as the issue was resolved.

Manufacturer narrative:
The root cause of the instrument issue was likely an obstruction in the tpm reaction cup module. The issue was resolved with maintenance instructions, provided by the cts via telephone. (B)(4).